Manufacturer narrative:
Correction: the sections below have been updated accordingly: d4: correction: in initial report, the expiration date was provided as 9/15/2021, however the correct date is (B)(6) 2022. H4: correction: in initial report, the manufacturer date was provided as (B)(6) 2018, however the correct date is (B)(6) 2019. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted h3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: additional: the seal width was measured, and the result was found within specifications. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the tubing pack lot# 60168302. All devices met material, assembly and performance specifications at the time of product released. Based on the information results, there is no indication of a product quality deficiency. Johnson & johnson will continue to monitor these types of complaint types. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event is unknown as it was not provided. Device evaluation: the tubing pack was returned to evaluation. A visual evaluation was performed. The visual assessment observed the top right corner of the tyvek lid is unsealed but thermal adhesive transfer remnants can be seen on the tray lip. How and when the tyvek lid was unsealed cannot be determined. Observed the sides of the wall of universal tray damaged, possibly due to crushing. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported the tray of a signature dual pump pack disposable tubing set model opo73 was not sealed properly. The tubing pack was not used and found during handling.